Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent damage was unable to be confirmed. The failure to advance and difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported stent damage however the reported failure to advance and difficulty removing the sds appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion with mild tortuosity and mild calcification in the mid right coronary artery. An unspecified guide wire was advanced toward the target lesion. An unspecified balloon dilatation catheter was advanced toward the target lesion and pre-dilation of the lesion was performed. A 2.75x33 mm xience prime rx stent delivery system (sds) was advanced toward the target lesion but resistance was noted with the patient anatomy. The sds was removed and some resistance was felt with the patient anatomy during removal. There was no interaction of devices. Upon removal, it was noted that a few stent struts were flared so the stent was deemed unfit for use. A 3.00x33 mm unspecified stent was used to treat the lesion. No other device or procedural issues were noted. There was no adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.